Event description:
It was reported the implantable neurostimulator would not power on the date of implant. The physician moved a laptop away from the patient and was then able to get it working.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).